Event description:
During colonoscopy, endoscopy pentax processor malfunctioned. Images did not capture when md tried to capture them, and the video display monitor/processor froze with a still image being displayed. Only a small picture-in-picture appeared on upper right corner of monitor. Processor/endo cart shut down/rebooted, which cleared the error/malfunction. Procedure continued without further incident.